Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e201401. Manufacturing site evaluation: due to the circumstances that a device was not returned for the evaluation, a failure description is not possible. A investigation is not possible. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to the OEM specification valid at the time of production. Based on the information provided it is not possible to determine a possible root cause for the failure. Corrective action is not necessary.

Event description:
Country of complaint: USA. It was reported that the femur did not allow the femoral stem to reach the posterior offset. It was not certain that the offset of the posterior marks are mislabeled/etched or if there is a design flaw in the femur. The offset was short by 1mm. There was no delay in surgery or harm to the patient reported. All med watch submissions related to this report are: 9610612-2017-00162.

Manufacturer narrative:
Investigation: due to the circumstance that we did not received any products, an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch / these batches. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Corrective action: according to sop (B)(4) a CAPA is not necessary.